Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited helix anomaly and severed the tricuspid regurgitation. The lead was not used and replaced. The patient was in stable condition.